Manufacturer narrative:
The reported complaint of a user advisory 41 message was confirmed during initial functional testing of the returned autopulse platform (sn: (B)(4)) and review of the retrieved archive data. Further investigation found a damaged temperature sensor. The autopulse platform is a reusable device and was manufactured in september 2014. Therefore, this type of issue is characteristic of mishandling of the device. Visual inspection was performed and no damages were observed. During initial functional testing, the ua 41 message occurred upon powering on the device. Review of the archive data found multiple ua 41 message that intermittently occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive data shows no event occurred on (B)(6) 2017. The temperature sensor was replaced and the device was functionally tested. The platform passed the 15 minute run-in test with no faults found. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported the autopulse platform (sn: (B)(4)) displayed a user advisory 41 error message during a shift check. There was no patient involvement.